Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. Unit passed rewind, basic occasion and displacement tests. No a35 alarm during our testing. Unable to confirm e70 error alarm due to erased history file. Motor passed motor test. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a motor position encoder error, as well as another error alarm. The reporter did not know the blood glucose reading. Advised replacement of the insulin pump. Nothing further reported.